Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pieces broke off on the reservoir tube of the customer's insulin pump. The patient's blood glucose at the time of incident was 6.3 mmol/l. Troubleshooting was initiated for the physical damage. The customer stated that they were unscrewing the reservoir when pieces broke off of the reservoir tube lip. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. The reservoir locked properly inside the reservoir tube.